Event description:
Patient was revised to address infection and stem loosening. Update (B)(6) 2013- ppd and medical records. Received. A correct doi was provided this complaint is now legal and alleges infection. Previous der indicates the patient was revised for infection as well. Revision operative note wasn't included. The MDR decisions for the 2nd-4th products is being re-evaluated and 2 screws and hole eliminator is being added to the complaint as infection is now alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).